Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been seven other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, a small protruding plastic hairs could be detected. Additional information was requested and received stating the there was no patient harm.

Manufacturer narrative:
The used complaint company cartridge for the reported lot was not returned. Seven unopened company cartridge samples were returned for the reported lot. One unopened company cartridge was pulled randomly for testing. One of the returned company cartridges was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested per the instructions for use (IFU). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The lens model indicated in not qualified for use with the company cartridge. The lens is only qualified for use with the company cartridges. A qualified handpiece was indicated. The viscoelastic indicated is not qualified. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. The lens model indicated in not qualified for use with the company cartridge. The lens is only qualified for use with the company ii (b) and iii (c) cartridges. The viscoelastic indicated is not qualified. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Correction information was provided in h.6.- correction: on initial MDR the patient code of 4580 was an error. It should have been 4582 on the original MDR. The manufacturer internal reference number is: (B)(4).